Event description:
The pt underwent a trial procedure on (B)(6) 2013. It was reported the pt experienced upper extremity pain post-op. It was also reported the pt experienced discomfort whether stimulation was on or off. As a result, the lead was removed. The pt is feeling better and plans to meet with his doctor for a follow-up visit.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.